Event description:
It was reported that during the laser photoselective vaporization of the prostate the fiber broke after use of 26min 33s of intervention. This resulted in prolongation of the operative time of the patient. The patient and procedure outcome was not provided.